Event description:
It was reported that tandem mobi pump issued cartridge alarm during cartridge load process after customer followed mobile app prompts to remove used cartridge and load new cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed cartridge alarm type, instructed customer to remove cartridge from pump and deliver 9-unit bolus while advising that insulin on board would be affected, and planned follow-up after call disconnected unexpectedly; no additional information was received regarding the outcome of the event.